Event description:
Customer called to report high bgs. It was stated that the site and tubing were good. The insulin was clear, denied air bubbles and the lead screw was clean. Troubleshooting was performed. Pump tested ok and the insulin was exiting. Device was not dropped, bumped, or exposed to moisture.